Manufacturer narrative:
The following were reviewed as part of this investigation: sample analysis, patient severity, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken statlock is confirmed; however, the exact cause is unknown. One IV ultra pediatric statlock device and one sealed IV ultra pediatric statlock kit were returned for evaluation. An initial visual observation showed the retainer of the statlock device returned outside of any packaging was broken into multiple pieces. A microscopic observation revealed the break surfaces of the retainer were jagged and uneven with some material whitening. It is unknown how this damage occurred; however, possible causes include force applied during shipping, storage, handling, or use. A batch history review (bhr) review is not possible, as no manufacturing batch number has been provided by the complainant.

Event description:
It was reported by the customer that "statlock broke." (B)(6) 2023 - the returned statlock was found to be broken into multiple pieces. It is unconfirmed if the breaks happened upon opening the package or during use on a patient.